Manufacturer narrative:
A review of the manufacturing documentation of the explanted devices found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization records of the explanted devices found them to be satisfactory.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#:sc-2352-50 (B)(4) model description:linear 3-4 lead 50cm model#:sc-4316 (B)(4) model description: clik anchor the explanted devices were not returned to bsn because they were discarded by the medical facility.

Event description:
A report was received that the patient's lead was coming through the skin due to infection. The physician explanted two leads and a clik anchor. The patient was also prescribed oral antibiotics.

Event description:
A report was received that the patient's lead was coming through the skin due to infection. The physician explanted two leads and a clik anchor. The patient was also prescribed oral antibiotics.